Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
High impedance was observed for the patient and they were referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. There were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis was completed on the returned lead. The lead fracture allegation was confirmed in the pa lab. During the visual analysis, a ring coil break was observed at the end of 2nd portion; the coil break mate was located at the mating end of 3rd portion. Both broken ends appeared dark, pitted, and showed signs of a stress induced fracture. Continuity checks on the returned lead assembly portions were performed during the functional analysis, and no other discontinuities were identified. Other than the broken ring coil, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Event description:
Additional information received noting that the patient underwent a full revision surgery. The suspect device has not been received by product analysis to date.

Manufacturer narrative:
D6b if explanted, give date (mo/day/yr), corrected data: supplemental #01 report inadvertently provided the wrong explant date.

Event description:
The suspect device was received but product analysis is still underway.